Event description:
It was reported that a malfunction occurred on the customer's pump with a malfunction code displayed as "malf 12". There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support to put the pump into storage mode, return the problematic pump to tandem within 10 days, and that they will receive a replacement pump with updated software. Technical support confirmed the shipping address and informed the customer that they need to program their pump settings and connect their cgm to the replacement pump. The customer acknowledged these instructions and understood the guidance provided.